Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as serious injury. After pms decision has been changed, it was determined that the customer reported as product problem. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event as product problem and outcomes to ae as blank was corrected. In box h: type of reported complaint as product problem was corrected. In box h6: health impact code and component code grid was corrected.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. Device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nodule in lung. The device has not yet been returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.